Event description:
The contact stated that she performed control tests on the customer's meter and received results of 567 mg/dl, 400 mg/dl, and "hi." The normal control range is 87-117 mg/dl. The contact did not allege the customer experienced any adverse events. The test strips are to be returned for eval, and replacement strips will be sent.